Event description:
It was reported that the customer rec'd multiple temperature alarms. The contact was not able to clear the alarm and resume insulin delivery. The customer's blood glucose level was not impacted. The contact was aware of alternate insulin therapy for diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.